Event description:
During a follow up call for a system error 2240 alarm (air in line), see report 1423500-2011-12006, the home patient (hp) stated the same alarm occurred the previous day (addressed in this report). The hp stated he did not know what may have caused the alarm to occur. The hp stated he received a new cycler to resolve the issue. The hp stated he has not had any issues since receiving the new cycler. The hp did contact his nurse who advised him on proper procedures. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2240 was not confirmed. The root cause was undetermined. A batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.